Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 598mg/dl and due to a bent cannula. The customer indicated that their infusion sets were not working correctly and customer will be provided with replacement infusion sets. Customer did not provide information about symptoms or how they treated their high blood glucose. Troubleshooting found that the customer wanted to report the incident only. There was no further information provided by the customer or by troubleshooting.